Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was broken free from the monitor enclosure and wire #1 (can comm) was cut. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.